Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the doctor placed a capsule about a year ago and it has not detached. He is requesting information on how to remove the capsule.

Manufacturer narrative:
Upon the third follow-up phone call, medtronic medical affairs representative was able to contact the physician for additional information. Dr. (B)(6) reported on x-ray they saw something that at first they thought could be a bravo capsule. It was later determined to be a clip from a previous procedure and not a bravo capsule. Therefore there was no intervention to remove a bravo capsule.